Manufacturer narrative:
Product complaint # (B)(4). Investigation summar: the complaint device was not returned and therefore not available for physical evaluation. Hence, the reported complaint cannot be confirmed. No further information regarding this event has been provided to determine a root cause for this failure. Based on the information available, this complaint will be accounted for and monitored. If additional information is made available, the investigation will be updated as applicable. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this serial number with the product code released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that the vapr 3 generator was defective. The radiofrequency console code 225021 did not work. The console displayed the message: error 200 ref 25, according to technique the console was restarted but it did not work. The error message displayed when they connected the radio frequency tip (electrode code 225370) in the console. The console did not get to work, the nurses in the room turned off and on several times but without having an answer. As the console did not work, the tip (electrode code 225370) could not be used either. Used another device to complete the surgery.